Event description:
Unit was not working and that the dump valve had been "disconnected". The unit reporteldy was in pt use and was alarming. There was no reported pt harm. During the repair evaluation, it was confirmed that the dump valve (over-pressure relief) was not operating as specified which could cause a high pressure condition to the pt. It is recommended that the dump valve assembly be replaced to correct the problem, however the repair estimate has not yet been approved by the customer.